Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported not feeling well and felt it was related to the leads. He reported being "cathed" recently and was told his heart was failing. The leads remain in use. Follow-up attempts to obtain additional information were unsuccessful. No patient complications were reported as a result of this event.